Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2021, she received an unspecified high sensor scan result and self-treated with 10 units of. Another high value was obtained and due to the customer¿s plans to consume cake, she self-administered an additional 5 units of insulin. After 2 and a half hours, the customer developed symptoms of hypoglycemia described as sweating, shaking, " feeling of fainting", difficulty speaking, and was unable to self-treat. A work colleague, a non-hcp, contacted emergency services who advised the customer be treated with candies and chocolate for her symptoms. After treatment, symptoms decreased, and customer resumed her day. There was no report of death or permanent injury associated with this event. Sensor scan results of 130 mg/dl, 223 mg/dl, and 271 mg/dl were reported and compared to built-in reader results of 51 mg/dl, 112 mg/dl, and 120 mg/dl which when plotted on a parkes error grid, fall into the "d" and ¿c¿ zones respectively, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.